Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician advanced the smart coil into the aneurysm but reported that the last 1 cm of the smart coil was "super stiff" and kept kicking him out of the aneurysm. After several unsuccessful attempts to implant the coil, the physician decided to retract the smart coil out of the patient. Therefore, the smart coil was no longer used in the procedure. The procedure was completed using another device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 01 MFR report.   1. Section h. Box 6. Device code 1. Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and undamaged. The pusher assembly outer diameter was within specification. Conclusions: evaluation of the returned smart coil revealed stiffness on the proximal end of the coil. The root cause of the stiffness could not be determined. During functional testing, the returned smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of stiffness. H3 other text : placeholder.